Manufacturer narrative:
H6: investigation summary eight open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on returned samples and photos and one bent non patient end of cannula and seven broken non patient end of cannula was observed. Due to the condition of the returned samples clog testing could not be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. See h.10.

Event description:
It was reported that the pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to deliver insulin/medication prior to use. The following information was provided by the initial reporter: this customer switched from bd micro-fine plus to pro. According to the customer's report, after switching, some pen needles could not be used probably due to needle clog.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the pen ndl 32 g 4 mm pro 14 bag 700 case jpx was unable to deliver insulin/medication prior to use. The following information was provided by the initial reporter: this customer switched from bd micro-fine plus to pro. According to the customer's report, after switching, some pen needles could not be used probably due to needle clog.